Event description:
It was reported by service report that the foot left side rail would not latch in the upright position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: locker bar.